Event description:
A male underwent initial aaa repair in early 2008. The physician placed one flex main body and two iliac leg grafts. The physician originally tried to salvage the common iliac with an iliac leg graft. The third CT follow-up revealed that the common iliac was beginning to grow. Although no leak was noted to the aneurysm at this time, the physician proactively decided to embolize the internal iliac and land a flex limb into the external. He did in 2009. Patient is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU's list several warnings and precautions that could prevent endoleaks and give appropriate follow-up criteria should changes in the structure occur. The device remains implanted and no images were provided to assist in this investigation. However, we have notified the appropriate individuals and we will continue to monitor for similar events.